Event description:
Significant resistance was noted when advancing the lead less implantable pulse generator (ipg) sheath over the amplatz super stiff wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).